Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post the implant of an implantable pulse generator (ipg) system that the patient developed an infection and the source of the infection is not specified. The ipg system was removed and replaced. No further patient complications have been reported as a result of this event.